Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had power issues. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a cracked bottom case, top case corners, right plunger head case, and battery door. The event history log revealed no errors related to the reported issue. Functional testing was able to replicate the reported issue at power up. The root cause was determined to be the mainboard not operating as intended. The mainboard was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.